Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra meter had a "calcode issue". The medical affairs specialist (mas) was able to correspond with the pt by telephone about 2 weeks later, and classified the complaint based on the following info received from the customer. The pt tests her blood glucose 3 times a day sometimes before meals and sometimes after meals. She manages her diabetes via prandin 2mg, 3 times a day with meals and metformin 1000mg in the morning before breakfast and at bedtime. The pt stated that the issue first started about 2 days prior at 3 pm. During that time the pt reportedly was unable to code the meter. The pt reportedly did not make any changes to her diabetic medication following the issue. At an unspecified time, after she was unable to code her meter, she reportedly developed symptoms of "headache and low blood sugar". She reportedly took orange juice, which relieved the symptoms. The pt stated that she had a regular appointment with her doctor in the next day, in the morning and was tested "170mg/dl" on the lab meter. The pt reportedly did not receive/require any other medical treatment for the diabetes for the alleged symptoms. The patient's meter was replaced. At the time of troubleshooting, the pt was unable/unwilling to answer if the coding issue was received. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after she was unable to code her meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.